Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control reviewed the device data and verified the reported issue. Physio determined the likely cause of the reported issue was the use of battery accessories past the recommended useful life. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device turns itself off and on repeatedly appropriately 6 times. In this state the device may delay defibrillation therapy if needed. There was no patient involvement reported with the event.